Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 4 months after the dental implants were installed in intraoral region #8, it was verified its' non osseointegration. 25 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii.